Manufacturer narrative:
(B)(4) conclusion: actual suture was received for evaluation. Visual inspection of returned used suture segments was identified as a black nylon monofilament suture with residual tissue remains present. Nylon monofilament is non-absorbable.

Event description:
It was reported that the patient underwent total prostatocystectomy and creation of urinary reservoir in (B)(6) 2014 and suture was used. On (B)(6) 2015, when trying to crush the calculus, it was stuck to remaining suture which was not absorbed inside the urinary reservoir. The calculus was removed by cutting the suture. .